Event description:
It was reported that this right atrial (ra) lead exhibited a message indicating the threshold measurements had increased. Additionally, ra noise, oversensing, and inappropriate atrial tachy response (atr) episodes were noted, which appeared to be due to minute ventilation (mv) oversensing. The mv feature was programmed off, and noise was still observed; although noted to be different, and then loss of capture and impedance measurements of greater than 3000 ohms were noted. Troubleshooting options were discussed with the health care professional (hcp) and would be discussed with the physician. No adverse patient effects were reported. The lead remains in service.